Manufacturer narrative:
B5 has been updated to include information previously captured in 3004209178-2024-14972 as it was determined that this information p ertains to this report instead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that within the last 2-3 weeks they have been having issues with their interstim coming up to the surface, the corner is popping up. They'd like to get a second opinion so they requested a list of physicians emailed, since they already discussed that with their current doctor and they didn't seem to be concerned about it. Caller stated that it is uncomfortable and painful and it's the second time this happens. The patient was redirected to their healthcare provider to further address the issue. From (B)(4). (Con): information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient wanted to know how to prevent their device from twisting in the pocket. The patient stated this had happened twice on the right side. Patient stated the device worked amazing, however they were about to undergo a third surgery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that within the last 2-3 weeks they have been having issues with their interstim coming up to the surface, the corner is popping up. They'd like to get a second opinion so they requested a list of physicians emailed, since they already discussed that with their current doctor and they didn't seem to be concerned about it. Caller stated that it is uncomfortable and painful and it's the second time this happens. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.